Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No anomalies noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose in the 38 mg/dl range at the time of the incidents. The customer was at 103 mg/dl at the time of the call. The customer was given food, glucose tablets, intravenous fluids, and glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the insulin pump over delivered insulin. Customer has been having lows for the past 2-3 weeks before the call, and that they are under a lot of stress which could also have led to the lows. The insulin pump will not be returned for analysis.